Event description:
Report received from (B)(6) states: "the doctor had to remove the trocar from the sclerotomy to reposition it. When he pulled on it the green exterior part of the trocar detached from the metallic portion. There was no pt impact, the trocar was replaced by one from a separate pack."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for eval.